Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited capture. Lead dislodgement was suspected. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.